Event description:
My partner had covid in (B)(6) 2022. He is also a type 1 diabetic. I purchased a heating pad for him which burned him significantly but thankfully he was able to take antibiotics immediately to avoid infection. The scar is still on his body. Also have photos of the injury when it happened tagged into a text message with a date. Thought it was just an unfortunate incident until this item was recalled. Now realizing it could have been way more serious then it was as he has been hospitalized previously with infection due to his high risk. FDA safety report ID# (B)(4).